Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken conductor wire at the distal end with a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed electrical continuity and energy delivery tests. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps (mbf) had a broken, loose and disconnected conductor wire. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.